Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose and seizure on (B)(6) 2019 with blood glucose of 60 mg/dl. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer did not provide any symptoms regarding to low blood glucose and seizure. The customer was treated with insulin pump and fluids. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.